Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited increased capture threshold and pacing impedance. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.